Manufacturer narrative:
According to the information for use [IFU], the device should not be used on individuals that have any rectal or anal injury. Based on the available information, this event is deemed to be a serious injury. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that a patient experienced a minor rectal bleed on (B)(6) 2018 after being admitted to the hospital on (B)(6) 2018 for cirrhosis and to rule out clostridium difficile. The intensivist was called to bedside when the bleeding was noted and the fecal management system (fms) was removed on (B)(6) 2018 at 3:45pm due to minor rectal bleeding with clots noted when the patient was transferred from the chair to the bed. Orders were placed for stat labs and gastrointestinal (gi) re-consult on (B)(6) 2018. Per patient consult by the gi it was noted rectal bleeding and clotted blood per rectum. Gi followed up with patient at bedside early morning on (B)(6) 2018 with no bleeding noted. The patient was monitored for additional bleeding. The patient was incontinent of large amounts of liquid stool on (B)(6) 2018. At 7:52pm, a nurse attempted to reinsert the flexiseal, and noted 250cc of frank blood in flexiseal. It was reported that the patient became hemodynamically unstable once the device was re-inserted. The patient was taken to surgery at 9:15pm on (B)(6) 2018, was found to have multiple lacerations of the anus and rectum and underwent surgical repair. It was reported that the patient's hematocrit dropped from 23 to 20. The patient was treated with three (3) units of packed red cells and albumin. Additionally, the patient was also treated with levophed for hypotension. It was further reported that the patient has not had any additional rectal bleeding since surgery, and has since been moved from intensive care unit (ICU) to a medical unit. No photographs were provided. Although requested, no additional information has been received.